Event description:
It was reported that burr was stuck in the lesion. The target lesion was located in the left anterior descending artery(lad). A 1.50mm rotalink burr was used to treat the target lesion. During the procedure, it was noted that the burr was stuck in the lad but was able to be removed after cutting the burr. A stent was then able to pass through the lesion and was deployed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was fine.